Manufacturer narrative:
Patient information was requested, but unavailable from the site. The device was discarded by the user. Therefore, device evaluation cannot be completed.

Event description:
A philips representative reported that during inspection of a turbo-elite laser atherectomy catheter 414-151, prior to use in a peripheral atherectomy procedure, a hole was noted in the catheter when attempting to calibrate the device. The device did not enter the patient's body. Another turbo-elite laser atherectomy catheter 414-151 was used to successfully complete the procedure. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.